Event description:
It was reported that this right ventricular (rv) lead and non-boston scientific system was surgically explanted due to an infection. No additional information was provided. This lead was discarded and will not be returned. Besides surgical intervention, no adverse patient condition was provided. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.